Event description:
The pt was implanted with a siltex becker 50 expander/mammary prosthesis on 4/23/93. Subsequently, the pt experienced a rupture of the device, seroma, swelling and cellulitis. The device was removed on 12/21/98.